Manufacturer narrative:
The esu and footswitches were thoroughly inspected/tested. The findings were as follows: esu a technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit. In addition, no anomalies were found in the device history record (DHR) of the esu. Footswitches the accessories were inspected which included a functional check of their pedals. It was determined the footswitches were working as intended. In addition, no anomalies were found in the device history record (DHR). In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based on the reported incidents, there are most likely many factors involved with the reported events (i.e., equipment settings, activation time, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incidents (note: the physician is required to use the lowest possible settings to achieve the desired tissue result.).

Event description:
It was reported that patient incidents on two (2) children occurred with the electrosurgical unit (esu/generator) during their circumcision. The esu was used with an erbe one-pedal footswitch [part number (p/n): 20188-350, lot number (l/n): wo454818] and an erbe two-pedal footswitch (p/n: 20189-350, l/n: wo452142). A debakey clamp, third-party manufacturer, was used as an accessory. No other information was provided regarding any other accessory used during the procedures. The unit's settings at the time of each procedure were highcut effect 2.5, swiftcoag effect 2.5, precisesect effect 3.5, and softcoag bipolar effect 2.5. Per the reported incidents, burns occurred on the skin of the penis after coagulation of the deep tissue layers. The coagulation spread and burned the dermis which prolonged wound healing and scarring with possible long-term aesthetic consequences with both patients.